Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the meter was not charging. This complaint was classified using the documentation provided by the customer care advocate (cca). The patient reported prior to the start of the alleged issue the patient had a headache. It is unclear if the patient associates this symptom with high or low blood glucose. The patient reported the alleged issue occurred on (B)(6) 2013 at an unknown time. The patient denied receiving any treatment in response to his symptoms. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2013) the patient¿s meter #tbdfj1xg has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter #tbdfj1xg passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (08/14/2013)-product evaluation: the subject meter was returned on (B)(4) 2013 and analysis completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be confirmed. The device met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.